Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: esbf2814c103e, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported that the patient presented emergently fifty-seven days later with left lower extremity and hip pain. A CT confirmed a left limb occlusion. Intervention was performed and the patient was taken to the or, where an embolectomy was completed and the limb was relined with another limb landing in the external iliac artery. This resolved the event. As per the physician the cause of the event was anatomy. It was reported that there was a short tortuous common iliac artery. After the common iliac artery took the original tortuosity, the distal edge of the limb was pointed at the hypogastric. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported left limb occlusion was confirmed from the films provided. Pre-implant CT¿s and angiograms from the index procedure were not available for review to allow for assessment of the blood flow dynamics at initial implantation of the stent graft devices. The cause of the occlusion could not be determined. It is possible that implanting within the tortuous and calcified left iliac anatomy may have contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Updated. If information is provided in the future, a supplemental report will be issued.